Event description:
A hlthcare worker diluted cidex opa to an unk concentration to process endoscopes that were used on approx 20 pts. The pts have been called back for testing and no reports of pt injury have been received.